Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, syncopy, hitting her head. Blood glucose levels at the time of hospitalization of 800mg/dl. It was also reported that customer has been hospitalized frequently due to gastroparesis. Customer was wearing the pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).